Manufacturer narrative:
The insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with history check failed alarms. History check failed alarms due to a corrupted history file. The insulin pump received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 313 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.